Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2020-01552; related manufacturer report number: 2017865-2020-01554; related manufacturer report number: 2017865-2020-01555. It was reported that the patient presented in the hospital. The patient's device was explanted due to an unspecified reason. After the procedure, it was noted that the leads had pulled back. The leads were capped and replaced.

Event description:
New information noted that all the leads were explanted, not capped.